Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced scrotal pain and genital swelling coincident with peritoneal dialysis therapy. Briefly after starting pd therapy the patient experienced scrotal pain and genital swelling. The vascular surgeon advised the patient to discontinue use of the cycler and the patient was put on temporary hemodialysis. The patient has recovered from the event and was continuing pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event. Information obtained through follow-up, recorded the patient experienced the reported event after completing one pd treatment with the liberty select cycler at home. The patient was medically advised to discontinue pd therapy and the patient was transitioned to hemodialysis (hd) therapy. During follow-up, the 4 cm penile lesion was notably healing. It was documented the patient may have a processus vaginalis allowing pd fluid into the genitalia. Due to increased intra-abdominal pressure with pd therapy, a likely contributory association with the liberty select cycler cannot be excluded. At the time of this clinical investigation the liberty select cycler has not been returned to the manufacturer for further product investigation; therefore, it cannot be determined if a malfunction may have been associated with this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of pain, genital swelling, and penile skin tear/laceration remains. Should additional new information be made available this clinical investigation will be reevaluated.